Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2012-(B)(6), (B)(4).

Event description:
It was reported that the device was not able to provide the device battery voltage during the remote transmission. Technical support was able to retrieve battery voltages and the device remains in use. No patient complications have been reported as a result of this event.